Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, the tacker was used to fix a mesh. The first two 8-tack reloads and the next 5-tack reloads were used successfully. They replaced the tacker with another 8-tack reload and started to fire, but after several firings strange sound was heard. The device was difficult to be removed from the tissue. It was removed from the tissue by force but no tissue damage was caused. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument had disrupted timing. One reload was returned and microscopic inspection noted scratches on the inner tube of the used reloads. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.